Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she had woken up with very high blood glucose around 525 or 530 mg/dl and customer is not sure if the insulin pump is working. Customer changed out her infusion set twice in the past six hours and her health care physician suggested calling to ensure the insulin pump is working correctly. Customer has treated high blood glucose with manual injections. Customer had experienced symptoms such as nausea, shortness of breath, and blurred vision. Troubleshooting was performed on the insulin pump. The drive support was reported as normal. Customer was unable to remove infusion set at this time, however, no leaks were noted. The settings on the insulin pump were correct as customer¿s doctor had made recent changes two weeks prior to the call. The high pressure test was performed and the insulin pump did not alarm the first time, but it passed at the second attempt. The insulin pump was returned for analysis.